Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v514031, implanted:(B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v514031, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the outcome was resolved without sequelae.

Event description:
It was reported the patient had constant low back pain after a back surgery, neuro ablation, which was thought to be due to the recovery of back surgery. The patient turned off her device for over a month and the pain came back when the device was turned back on. It was noted the patient also had stimulation radiating to her left leg. The patient¿s device was reprogrammed on (B)(6) 2015; program 2 amplitude was increased from +1 to +2 and some changes in electrodes were made on all programs. Etiology was noted to be an undesirable change in stimulation. The event was ongoing. No outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.